Manufacturer narrative:
(B)(4). Evaluation summary: the product was not returned which could have aided in the determination of the cause, however, the migration of filtration element can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and insufficient landing zone for the filter basket. The instructions for use (IFU) state that, proper guiding catheter/sheath support should be maintained in the common carotid artery throughout the procedure. The IFU further states that there should be adequate distance between the proximal tip of the filtration element and the most distal tip of any interventional device to be introduced over the filter delivery wire to avoid entanglement between the filtration element and other devices. The tip of an interventional device should not contact the filtration element. Failure to maintain adequate distance between the filtration element and the guide wire step could result in inadvertent filtration element movement and filtration element engagement with the carotid stent system/interventional device tip and/or filtration element entanglement with the deployed stent if guide catheter or sheath prolapse occurs. Based on available information and the absence of the device for analysis, a conclusive cause appears to be related to circumstances during the procedure and not a manufacturing related deficiency.

Event description:
It was reported that prior to the final post dilatation of the xact stent in the left internal carotid artery, the nav6 was inadvertently pulled down through the xact stent by the physician. The nav6 was removed from the patient and a second nav6 was used to complete the procedure without further incident. The patient experienced hypotension and bradycardia after the procedure requiring treatment with atropine and vasopressors for one day. The patient was discharged two days after the procedure. There was no adverse patient sequela. There was no additional information provided.